Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that right ventricular (rv) lead was a case of attempted implant procedure due to unknown product performance issue. Additional information indicated that there was a blood coming back through the lumen to the pin and the scrub technician thought that the physician poked the side of the lead with the suture needle. Moreover, a new lead was placed. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found cut in the outer insulation few centimeters from terminal pin where dried blood or body fluid entered lumen, induced, handling damage. Laboratory analysis confirmed reported allegation.

Event description:
It was reported that right ventricular (rv) lead was a case of attempted implant procedure due to unknown product performance issue. Additional information indicated that there was a blood coming back through the lumen to the pin and the scrub technician thought that the physician poked the side of the lead with the suture needle. Moreover, a new lead was placed. The lead was never in service. No adverse patient effects were reported.